Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail release lever and spring latch to resolve the issue.